Manufacturer narrative:
One used device, list #011-c32029, was returned for evaluation. As received no physical damage or anomalies on filters vent were observed. No mating device was returned. The set was primed and tested as per procedure and a leaks coming from the outlet filter vent was confirmed, no additional leaks along the device were observed. Complaint of leaks can be confirmed based on the used physical sample evaluation. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional contact: (B)(6).

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer which was reported to have a leak of unspecified chemotherapy from the air vent during patient infusion. The customer reported that there was no bleed-back, no bio-hazard, the device was not reprocessed or re-sterilized. There was no unprotected chemo exposure to the healthcare worker. The solution/drug spill was cleaned up per facility protocol. There was patient involvement; no adverse event/patient harm was reported and no delay in critical therapy.